Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that one year eight month five days post port placement, the patient was developed with a fungemia infection. It was further reported that, the device was removed. There was no reported patient injury.

Event description:
It was reported that one year, eight months and five days post a port placement via the right internal jugular vein, the patient was developed with a fungemia infection. It was further reported that the port was removed and the cultures from the catheter tip showed the growth of yeast. Reportedly, the patient was provided with antifungal medication and the port was replaced. There current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and eight months post port placement, patient presented for bowel obstruction for which required surgery. Patient stay was complicated by development of fungemia. The likely source of this was his port and patient underwent removal of infected port-a-cath. The port catheter tip sent for cultures which showed growing yeast. Around three days later, patient was treated with micafungin and discharged to home. Around one day later, patient underwent bard powerport clearvue placement procedure for chemotherapy treatment for bladder cancer, secondary malignant neoplasm of bone. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the port. Furthermore, clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 01/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.